Event description:
It was reported that removal difficulties were encountered. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified distal posterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon would not inflate and the device would not move off wire. The device was initially pulled out together with the wire, then after 4cm, the balloon came out over guidewire. The procedure was completed with a new wire and a new 2.0 x 4.0 x 144 coyote balloon. No patient complications were reported and the patient was fine.